Event description:
A customer in belgium contacted biomérieux to report an out-of-range-low (oorl) erythromycin for an external qc streptococcus pneumoniae sample in association with the vitek® 2 gp74 test kit. The customer conducted the test twice using the vitek® 2 gp74 and both results were erythromycin susceptible ( mic <=0.25). The customer also performed a disk diffusion test with the isolate and the result was resistant. The test reports were requested from the customer. A biomerieux investigation has been initiated.

Manufacturer narrative:
A customer in belgium contacted biomérieux to report an out-of-range-low (oorl) erythromycin for an external qc streptococcus pneumoniae in association with the vitek® 2 gp74 test kit. (UDI (B)(4)). An investigation was performed. A review of quality records confirmed ast-gp74 lot 274361220, met the final quality control release criteria with no issues for erythromycin during qc performance testing. Identification to the organism streptococcus pneumoniae was confirmed with the gp card. Testing included ast-gp74 cards from the customer lot (cl 274391320) and a random lot (274378020). The broth micro dilution (bmd) was also performed, as this method was used to develop the formulary ery04n in the ast-gp74 card. The vitek® 2 results were compared to the reference result: on vitek® 2, both ast-gp74 card lots gave a result of erythromycin mic </= 0.25 mg/l susceptible, thus duplicating the customer results. The investigation concluded that the isolate exhibits atypical growth behavior and the vitek® 2 gp74 test kit is performing as intended.